Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right atrial (ra) lead due to non function. After the ra lead was successfully extracted, the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. A superior vena cava (svc) injury was discovered. The physician repaired the injury and the patient survived the procedure. There was no reported malfunction with any spectranetics devices in use during the procedure.